Manufacturer narrative:
A lens was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The actual reported product is listed. It was discontinued (B)(6) 2003 and is no longer in the reporting database. Root cause has not been identified. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he was in a operating facility and was explanting an intraocular lens (iol) and needed some additional information about the model. The lens had been implanted "years" ago by another physician. Additional information was requested.